Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced high blood glucose of 414 mg/dl. The customer treated with a bolus. Troubleshooting was not performed. The customer was just calling to confirm the insulin pump's settings to program her new insulin pump. It was advised to confirm the settings with the doctor. The device was not returned for analysis.